Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer was hospitalized due to high blood glucose, with unknown blood glucose levels at the time of the incident. The customer got a hardware low level failures alarm again. The customer was wearing the insulin pump during the incident. The customer received a replacement pump but did not use it, leading to the second incident. Troubleshooting was not completed as it was performed for the initial incident. The insulin pump will not be returned for analysis.